Event description:
The physician intended to use a closurefast catheter during procedure to treat the gsv. It was reported that the catheter was broken when it was being moved forward inside the vessel. Patient vessel was reported to be tortuous. The device detached into separate pieces. The catheter was not kinked. No patient harm was reported. All device pieces were retrieved from the patient body. Another catheter was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: the closurefast catheter was received for evaluation. No ancillary devices or sonogram images from the procedure were received for e valuation. The cf7-7-60 closurefast catheter was received as a full device, without any component detachment. Multiple kinks were observed on the catheter shaft. All pins inside the connector were straight. The catheter did pass continuity and resistance functional testing. The catheter passed functional testing on three different rf generators.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.